Event description:
I experienced an adverse event on a medical device called essure, manufactured by conceptus/bayer. At the age of (B)(6), I had the device implanted in both fallopian tubes on (B)(6) 2010 by my obgyn,(B)(6) of (B)(6). As required, I had a sonogram performed three months later to make sure that scar tissue had blocked the fallopian tubes. The sonogram revealed that the coil on the left side had migrated into the abdominal cavity. On (B)(6) 2010 dr. (B)(6) performed a tubal ligation laparoscopically on the left side only. At that time she attempted to remove the coil that had migrated out of the fallopian tube, but it had lodged in the omentum and attempts to remove it laparoscopically could, she felt, lead to bleeding that would require more extensive surgery. Rather than open up the abdominal cavity to remove the coil, she left it in. Rx meds: none. Otc meds: daily vitamin.